Event description:
The customer reported: blockage of the clip applier, doctor fired a few times and then the clip applier blocked, a next clip would not load for next firing. No patient injury reported. Patient current condition unknown.

Manufacturer narrative:
DHR investigation did not show issues related to complaint. Complaint can not be confirmed since the sample was not available for investigation, therefore, it is not possible to determine the root cause for the defect reported and a corrective action for it. The manufacturer will continue to monitor and trend relating complaints.